Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a hole in the tubing through pinch valve pv46. The fse replaced the tubing, which repaired the leak. The fse also found that the red blood cell (rbc) diluent dispenser pump was generating bubbles. The fse replaced the pump, which repaired the hgb out of range errors and the bubbles. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The instrument generated hemoglobin (hgb) out of range errors at the time of the event. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.